Manufacturer narrative:
Additional narrative: UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the buttons of the device got stuck at the beginning of an unknown procedure. Per service reports, this complaint can be confirmed. It was found during evaluation that the motor was corroded. Further, keyboard resistance value out of tolerance limits and cable sheath was cut. The motor, motor cable and keyboard were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Fluid ingress into the device and contact with the motor is responsible for the rusty motor. The cut in cable sheath is most likely due to user mishandling of the device. However, given the information provided, we cannot discern a definitive root cause of the out of tolerance failure of keyboard. The corroded motor, damaged keyboard and cut in cable sheath would have caused the customer to experience the reported problem. A manufacturing record evaluation was performed for the finished device serial number ((B)(4)), and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer in (B)(6) that during an unknown surgery on (B)(6) 2020, it was observed that the buttons on the micro tornado hp w handcontrol device got stuck at the beginning of the procedure. During in-house engineering evaluation, it was determined that the motor on the device was corroded. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.